Event description:
It was reported that, during a lateral meniscus repair, the upper jaw of the novostitch could not be manipulated, cartridges could not be fired. The procedure was completed with a s+n back up device. There was a non-significant delay and no further complications were reported. Patient current status is normal per investigation results, the visual inspection revealed the linkage to the upper jaw is broken. Cartridge was returned with the device absent of any suture in the suture pod, the functional evaluation revealed pass stitch and lower jaw function properly. The upper jaw lever does not actuate due to broken linkage.

Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device was received for evaluation. A visual inspection of the returned device found the linkage to the upper jaw is broken. Cartridge was returned with the device absent of any suture in the suture pod. A functional evaluation revealed pass stitch and lower jaw function properly. The upper jaw lever does not actuate due to broken linkage. An analysis of the customer provided image found label with product information. There was a relationship found between the device and the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device tip, attempted correction of a damaged device, or an inadvertent impact event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A visual inspection of the returned device found the linkage to the upper jaw is broken. Cartridge was returned with the device absent of any suture in the suture pod. A functional evaluation revealed pass stitch and lower jaw function properly. The upper jaw lever does not actuate due to broken linkage. An analysis of the customer provided image found label with product information. The complaint was confirmed, and the root cause was associated with component failure. Factors that could have contributed to the reported event include excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.